Manufacturer narrative:
Examination of the submitted sig fem adpt torque wrench confirms the black cap protector has disassembled from the wrench. The wrench shaft and socket exhibit a tarnished appearance. CAPA (B)(4) was initiated to further investigate and determine root cause and corrective actions. (B)(4) was released january 2015 to change the design of product code 961673 as part of CAPA (B)(4). The current complaint sample was manufactured prior to the implementation of (B)(4). No further corrective action required. Depuy considers the investigation closed at this time. Should the additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.(B)(4). This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Femoral adaptor torque wrench would not engage implant and kept slipping off. When surgeon attempted to remove it, the black tip separated from the instrument.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.